Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.

Manufacturer narrative:
Device evaluation: the test strips involved with this complaint have been returned and evaluated by lifescan product analysis with the following findings: the test strips have passed all testing with no faults found. The retain test strips were also also passed clinical testing. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2011, the lay-user/patient contacted lifescan (lfs) to report experiencing an inaccurate erratic issue with his one touch ultra2 meter. The complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2011, the patient reported blood glucose results of "168 mg/dl" and an unknown value with the subject meter, performed within 20 minutes of each other. As a result of the alleged issue, the patient confirmed continuing his regular diabetes management of insulin (self adjuster) and not making any changes. On (B)(6) 2011, at an unspecified time, the customer reportedly passed out. His wife found him unconscious and called emergency medical services (ems). When ems arrived shortly after and tested him with their meter, they obtained a value of "32 mg/dl" and treated him an injection of glucagon. During the initial call with customer service advocate (cca), the patient described using an adequate sample site, correct unit of measure in meter and using appropriate testing technique. While troubleshooting with the cca, the quality control test was performed with the subject meter and it passed successfully. Replacements products were sent. This complaint is being reported because the patient reportedly developed symptoms suggestive of severe hypoglycemia and received medical intervention for this condition after the alleged meter issue began.